Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely and the field representative could not interrogate the device. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely and the field representative could not interrogate the device. The pacemaker remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted and replaced. No additional adverse patient effects were reported.